Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes educator of a customer reported via phone call of being hospitalized for high blood glucose of over 600mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The hemostat test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.